Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble anomaly, failed delivery of insulin for two times and high pressure test was failed. Customer¿s blood glucose level was 26.6 mmol/l at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pen. Customer did not alleging insulin pump was under delivering. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to revert to back up plan. The device will not be returned for analysis.